Event description:
False positive result (s). Literally ruined all christmas plans. My teenage daughter had a cold (stuffy nose and slight cough) and wanted to be sure she was covid free before visiting family since there had been numerous positive cases at her high school. 2 positive results a day apart cause us to cancel christmas eve and christmas day plans. Kids devastated. (B)(6) was able to take pcr test and it's negative. So so annoying. They should not be selling these crap tests.